Event description:
Healthcare professional reported "organized seroma" and "homolateral axillary ganglion, with snowstorm sign of 11.5mm, compatible with silicone ganglion" against left device. The event of "benign calcifications and vascular calcifications" is not related to the device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and seroma-late.

Event description:
Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, seroma-late: unable to observe, since it is a medical event. And is not related to the device. Silicone migration: unable to observe, since it is a medical event. And is not related to the device. Calcification-ndr: not applicable, as the event is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided. It cannot be determined, which device is for the left or right side. Per, the photos provided.

Event description:
Device has been explanted.